Manufacturer narrative:
Based on the claim against the maryland bipolar forceps instrument by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and moved intuitively in all directions. The grips opened and closed properly, and the instrument delivered energy on several attempts. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer observed the working end of a monopolar curved scissors instrument touched the maryland bipolar forceps instrument. This caused three seconds of bright white light and then thermal damage on the working end of the maryland bipolar forceps instrument. Failure analysis acknowledges the maryland bipolar forceps instrument had thermal damage at the grip base on the outside of the yaw pulley. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted simple proctectomy surgical procedure, the maryland bipolar forceps instrument had thermal damage on a cable near the tip of the instrument. The procedure was completed with no reported injury. On 21-apr-2023, intuitive surgical, inc. (Isi) obtained the following information from the certified surgical technologist (cst): the hospital employee stated the instrument was inspected prior to use with no damage noted. Thermal damage was observed intraoperatively, the surgeon believed the monopolar curved scissors (mcs)instrument caused the thermal damage. The instrument did collide with another energy instrument during the procedure. Arcing was observed three seconds of a bright white light. The surgical task being performed was lysis of adhesions. The other instrument that was being used when the arcing occurred was the prograsp forceps instrument. The arcing appeared to originate from the maryland bipolar forceps instrument. The surgeon was unsure of what caused the arcing event. There was no injury to the patient. There are no images or recording of the procedure. On 3-may-2023, isi followed up with the cst and obtained the following information: the mcs instrument collided with the maryland bipolar forceps instrument, thus melting the plastic. The mcs instrument was unharmed. The arcing was caused by the working end of the mcs touching the maryland bipolar forceps. There were three seconds of bright white light. Then, there was a black mark on the plastic of the working end of the maryland bipolar forceps instrument.